Manufacturer narrative:
(B) (4).

Event description:
Procedure: sils/lap chole. According to the report: the cautery connection on the back side pulled out of the handle when the tech attempted to detach the cord from the handle. A reusable product was used to complete. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.